Event description:
The customer reported that less than 100 milliliter of clenz leaked from the diluter of the lh500 instrument. The fluid leaked onto the counter while running samples and also leaked onto the printer under the counter. The printer gave pc errors. There was no biohazard exposure to mucous membranes or open wounds. In addition, no erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found and replaced tubing that had detached from pinch valve (pv37) to resolve issue. A new printer was ordered as the original one was non-functional. (B)(4).